Manufacturer narrative:
Device has not been explanted and/or returned; therefore, product evaluation is not possible. Unable to determine the cause of the event.

Event description:
Implant date: 2006 it was reported that the pt underwent a two-level plif at l2-l3 and l5-s1 utilizing rhbmp2/interbody spacers, and a four level p/l fusion using allograft/autograft supplemented with posterior fixation instrumentation. It was reported that approx 2 months post-op, there was significant complaints of pain in the back/sacrai area that radiated into the pt's thighs, which was mainly on one side. Crp was reported 20x higher than normal, and esr was 80-90, which was determined to be indicative of an inflammatory response. It was reported that retrothecal fluid at l2 area was detected, and the pt was sent for a CT guided aspiration that yielded 6cc of clear straw colored fluid that was negative for microganisms. The pt was placed on steriodal medications that improved the pt's symptoms, however symptoms returned after medication was discontinued.